Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. The generator was connected to an external power source and the generator powered on successfully. The issue mentioned in the event description was able to be confirmed. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal measurement caused by the temperature board. Replacing the temperature board resolved the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent cancellation was due to an abnormal functioning temperature board.

Event description:
During a procedure, the generator would not heat to temperature. The procedure was cancelled. The patient experienced no adverse consequences.